Event description:
It was reported that the left ventricular lead had dislodged and had no capture. When the physician attempted to pull the lead out of the vasculature, the silicone jacket covering the proximal lead body separated from the lead body exposing the conductors. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors were stretched and had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress). Apparent explant damage was also noted. The analyst also noted that there is evidence of medical adhesive applied to where the connector and out insulation of the lead body meet.